Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller states the brakes are worn out. The caller states the chair is cheap and he doesn't like the quality of the chair. The consumer states he wants a different chair. He states the brakes not holding.